Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the drive shaft was broken on the tip. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mishandling by dropping or hitting the device against something resulting in the broken drive shaft, also from not using the protective cap. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during testing, it was observed that the drive shaft was broken on the compact speed reducer device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.